Event description:
The manufacturer received information alleging a ventilator service required error code related to the o2 proportional valve, which controls the flow of o2 to the blower inlet, being mechanically stuck closed or open. There was also an error code related to o2 regulation which could be due to the tank/wall oxygen outlet pressure or will get another error which would supersede this event. There was no harm or injury reported. Additionally, an error code for an obstruction in the expiratory airpath was received. This is a patient alarm and is not related to the reportable malfunction/issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required error code related to the o2 proportional valve, which controls the flow of o2 to the blower inlet, being mechanically stuck closed or open. There was also an error code related to o2 regulation which could be due to the tank/wall oxygen outlet pressure or will get another error which would supersede this event. There was no harm or injury reported. Additionally, an error code for an obstruction in the expiratory airpath was received. This is a patient alarm and is not related to the reportable malfunction/issue. Onsite service provided, replacement of the system board, three-way solenoid valve and proportional valve performed to address the issue. Replaced parts were sent to the product investigation lab (pil) for further investigation. Pil installed the system board on the pil trilogy evo test unit and ran therapy with a test lung for approximately 1 hour without issue. Reported error codes did not recur. Pil concluded that the system board operates as designed. Pil installed the solenoid valve on the pil trilogy evo test unit and ran therapy in active mode with a test lung for approximately 1 hour without issue. Reported error codes did not recur. Pil then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm (active exhalation control module) verification and aecm solenoid current verification at pre test and aecm verification at post test, and the solenoid valve passed all testing. Pil concluded that the solenoid valve operates as designed. Pil installed the proportional valve on the pil trilogy evo test unit and ran therapy in active mode with a test lung for approximately 1 hour without issue. Reported error codes did not recur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed.